Manufacturer narrative:
D9: 02/26/2025. H6: updated. H3: one sample was received. Sample was visually and functionally tested and it was determined that the sensor of the received device had damage. The transtar was able to be zeroed but could not obtain a reading. The most probable cause for the sensor damage is due to an incorrect soldering process. The device history record of reported lot was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the intracardiac interventional procedure, there was no waveform from the pressure sensor. There was patient involvement, but no patient harm/adverse event reported.